Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal end of the stent broke inside the working channel of the scope. No broken pieces of the stent fell into the patient. The stent was removed by the physician and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device was received with the stent loaded on the delivery system. A visual evaluation of the returned device found that the stent was broken at the base of the proximal barb. The guide catheter found kinked at 1.6cm from the distal end, and at the location where the stent was broken. The push catheter was bent several locations throughout and its suture hole was noted to be partially torn. The investigation concluded that the stent most likely broke possibly when the device became difficult to advance inside the scope due to some operational/anatomical factors encountered during the procedure. Therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal end of the stent broke inside the working channel of the scope. No broken pieces of the stent fell into the patient. The stent was removed by the physician and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".